Event description:
A non-healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, the lens could not be used because it had become stuck in the cartridge during the procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).